Event description:
One pt sample with discrepant creatine results. Initial result gave 2.51 mg/dl; repeated gave 4.1 mg/dl. Erroneous results were not reported. The field service representative determined the cause of the discrepancy was due to a sampling failure, and performed r1 and sample probe adjust. Performance tests were performed and within specification.